Event description:
Customer was hospitalized with dka. Customer stated when bg's began to rise they noticed that the basal rates had been erased. Technician began troubleshooting, but the customer refused to continue since they and their dr to not feel comfortable with pt using this pump. Replacement was sent, but this unit has not yet been received.